Event description:
The customer reported to vyaire medical user interface module touch screen not working on the avea 2 ventilator. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Results of investigation: vyaire medical received the device for evaluation. A visual inspection of user interface module was performed and found damage on display panel from impact. Assembly is also missing cable. User interface module was connected to avea test station and powered on. Display turned on normally with no flickering. Found touch screen unresponsive. Unit was left overnight to attempt to duplicate screen flicker, no anomalies were found and touch screen remains unresponsive. Proceeded to disassemble user interface module assembly. A closer inspection of user interface module internal cables and components found no assembly errors or loose connections. Inspected connections under main user interface module coming from display and inverter, no issues were found. Display assembly was removed and replaced with a known good display. User interface module was reassembled and powered on. User interface module powered on normally and screen is responding to touch. The reported complaint was able to be duplicated and isolated to a faulty touch screen due to physical damage/impact during transport. Flickering was unable to be duplicated, unit ran for min 12 hours with no issues noted. Issue may have been caused by cable assembly not returned with user interface module.